Manufacturer narrative:
Patient age and weight were not made available from the site. Medtronic representative performed a navigation system check-out, all areas passed. A medtronic representative, following-up at the site, confirmed a bad emitter by using a known working one with the axiem. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the em tracking was intermittent. The system was functioning normally through the first registration. The surgeon decided to re-position the head frame and then re-registered. At that time they got a red status and had an axiem communication error. The medtronic representative attempted trouble-shooting but did not resolve the issue. As they were unable to regain communication the surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.